Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. Upon inspection, the ultrafiltration (uf) cell was found to be faulty. The reported condition was verified. The qualified technician replaced the uf cell unit and then performed self-check as well as an hour of simulated treatment with no further issues found. The most likely cause leading to the incorrect weight removal was identified in the uf cell unit. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after treatment with an ak98 machine, an excess ultrafiltration (uf) volume of 170 ml occurred in a pediatric patient with a dry weight of 12,9 kg. There was no patient injury and no clinical symptoms were reported, however, 120 ml saline was proactively provided. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.